Manufacturer narrative:
10 suspect samples was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the site was using 2 syringes that were screwed into the stopcock, it suddenly went loose and saline from the syringe fell off from the stopcock. There was patient involvement, but there were no reports of the patient being harmed/injured as a result of the event.